Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer noticed the lancet not retracting through the end cap after priming and firing the device. No adverse reactions reported. Replacing and returning lancet device and lancets.